Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event and at the time of this report, the patient remained hospitalized. Treatment was not reported. It was unknown if the patient required any medical intervention. No further detail was provided regarding the outcome of the peritonitis or whether dianeal therapy was ongoing. No additional information is available.